Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device's menu screens were not accessible. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. No malfunction of the screen was observed. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.

Event description:
The manufacturer received information alleging the ventilator's menu screens were not accessible. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the internal battery was replaced for a "service required" alarm condition. The internal battery was not replaced. The estimate was rejected and the device was returned to the customer unrepaired as per the customer's request.